Event description:
It was reported that the surgeon has noticed a delay in recovery and redness and swelling in the area where vicryl sutures are used. This patient had difficulty recovering from an ankle fracture that needed surgery. Two weeks after the operation there was serious redness and swelling at the joint where the suture was. The patient was given keflex 500mg every 4 hours. The surgeon removed the suture.